Event description:
Treatment of a fusiform middle cerebral artery (mca) aneurysm. It was reported that a total of eleven pipelines were used in the procedure, but six of them had to be corked and removed due to they missed the landing zone. Post procedure, the pt was doing well and subsequently had a stroke. It was reported the pt expired on (B)(6) 2012.

Manufacturer narrative:
The devices involved in the event will not be returned for eval as they were implanted in the pt. The following devices were also used in the procedure: model: fa-77500-20/ lot: ja12-065/dom: (B)(6) 2012/exp: (B)(6) 2015. Model: fa-77500-30/lot: ja12-003/dom: (B)(6) 2012/exp: (B)(6) 2015. Model: fa-71400-25/lot: 9600896/dom: (B)(6) 2012/exp: (B)(6) 2015. Model: fa-71350-25/lot: ma12-036/dom: (B)(6) 2012/exp: (B)(6) 2015. Reference (B)(4).